Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; the wl in question had one other positive sample which looked clean. Pas noted it was difficult to determine if the sample was truly positive or contaminated. Technical support (ts) relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 278579 on panther instrument sn (B)(4) which had a discrepant sample. The sample initially tested positive and was retested because it had a low rlu value for a positive; the retest had a negative result.